Event description:
This case was initially received via regulatory authority (ansm, reference number: r2100008) on 11-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removed') in a (B)(6) year-old female patient who had essure (batch no. B72679) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced essential tremor ("essential tremor attitude fibromyalgia-type pain") and fibromyalgia ("fibromyalgia-type pain"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the essential tremor and fibromyalgia had not resolved. The reporter provided no causality assessment for essential tremor, fibromyalgia and medical device removal with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 11-jan-2021. The most recent information was received on 25-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removed') in a 35-year-old female patient who had essure (batch no. B72679 - invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced essential tremor ("essential tremor attitude fibromyalgia-type pain") and fibromyalgia ("fibromyalgia-type pain"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the essential tremor and fibromyalgia had not resolved. The reporter provided no causality assessment for essential tremor, fibromyalgia and medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.